Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.